Manufacturer narrative:
A follow-up will be sent if new information is retrieved.

Event description:
One 18 mm screw broke off into the left radius during surgical procedure. Head of screw retrieved and placed on sterile field; however, the surgeon determined that it would cause more damage to try to drill out the rest of the screw shaft and it was left in the radius. No harm to patient. The head of the screw was retrieved.

Event description:
One 18mm screw broke off into the left radius during surgical procedure. Head of screw retrieved and placed on sterile field, however the surgeon determined that it would cause more damage to try to drill out the rest of the screw shaft and it was left in the radius. No harm to patient. The head of the screw was retrieved.

Manufacturer narrative:
The investigation show that the screw broke in the screw shaft (pictures were provided in advance). Screws can break due to increased insertion torque. Increased insertion torque can be caused by hard bone or not adequate pre drilling (e.g. Wrong drilling size / wrong drilling depth). Investigation of the screw`s manufacturing record (DHR) without the lot number it's not possible. A more detailed investigation of the adverse event could not be carried out because neither x-ray images nor details of the treatment were provided. A follow-up will be sent if new information is retrieved.